Event description:
It was reported that the patient experienced intermittent symptoms of overdose and withdrawal. The pump contained dilaudid 15 mg/ml. During surgery, the hcp found a "very large pseudomeningocele with catheter running through the mass." The mass was dissected and pursestring sutures were placed around the catheter. The catheter was spliced together and the pump was replaced. The hcp was concerned about possible "propellant issue" and pump malfunction. The pump was completely empty at replacement. Final patient outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results code used for the catheter. The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter. (Synchromed ii missing propellant recall, z# pending).